Event description:
During a check-out procedure at the manufacturer's service center, an issue with a ventilator's pressure delivery was observed. There was no harm or injury reported. The device's active exhalation control module was replaced to address the issue.